Event description:
It was reported that a user of the ilet experienced frequent fluctuations in blood glucose over several weeks, with lows around 40 mg/dl and highs around 370 mg/dl, after independently changing the cgm target to the usual setting; the user reported post-meal hyperglycemia that took multiple hours to resolve, denied lifestyle or medication changes, confirmed they do not overtreat lows, and stated they announce meals appropriately, while no device problem or component malfunction was identified. Symptoms included hypoglycemia and hyperglycemia. Outcomes included the need for unexpected medication intervention, specified as oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.